Event description:
It was reported that the drill bit cut the pneumatic hose of the maestro drill accidently. This event did not take place during a procedure. There was no patient involvement and no adverse consequences alleged with this event.